Event description:
Additional information received indicated that the patient had a follow-up voiding trial and voided without difficulty. The foley was discontinued. The event was considered resolved/recovered with no sequelae on (B)(6) 2015. There were no further patient complications reported in relation to this event.

Event description:
It was reported that following the implantation of an elevate posterior, the patient experienced moderate de-novo difficulty emptying bladder. The patient was "discharged home from hospital with foley catheter." The event was considered not recovered/not resolved (continuing). There were no further patient complications reported in relation to this event.